Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Functional testing of the device was performed and resistance was experienced when a demonstration guidewire and a patency mandrel were advanced through the microcatheter. White fibrous material exited the microcatheter during testing. The material was determined to be polytetrafluoroethylene (ptfe) from the inner lumen of the microcatheter. The investigation concluded that the guidewire may have been damaged, which likely caused the ptfe from the inner lumen of the microcatheter to peel. Therefore, an assignable cause of "operational context caused or contributed to the event" was chosen for this event.

Event description:
During product analysis of the returned device it was found that the polytetrafluoroethylene (ptfe) from the inner lining of the microcatheter was peeling. No clinical consequences to the patient were reported.